Event description:
The laser system has the following problems: chiller 1: plastic connections on pump split and leaking water. Chiller 2: no flow.

Manufacturer narrative:
We are waiting for additional info from the distributor.